Event description:
It has been reported to philips that during preventive maintenance of the tempus pro, the ac port was found damaged. The center post broken or missing and it does not charge or maintain the battery.